Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a non-emergency treatment which was completed on another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to expose. As a part of troubleshooting action, the 3rd party fse replaced the image drives but was unable to recreate the image store. The system was not detecting the new disks. The error logs showed isb disk inoperable and e scsi check condition errors, which denotes that drives were incompatible. To resolve the issue, the 3rd party fse reinstalled the original drives and the philips fse repaired and restored the drives. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.